Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 3.5 x 33 mm xience xpedition referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure of the heavily calcified, moderately tortuous, proximal left anterior descending (lad) artery, the 3.5 x 33 mm xience prime stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. During removal, stent strut damage occurred and the sds met resistance with the guide catheter; the sds, guide catheter and guide wire were removed together as a system. A 3.5 x 33 mm xience xpedition sds was attempted to be used, but failed to cross the lesion due to the anatomy; there was resistance with the guide catheter and stent strut damage occurred during removal. A non-abbott stent was used and deployed, successfully, in the lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove could not be confirmed using a proxy guiding catheter due the device condition (stent damage). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.